Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patient not crossing over to 1 station. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient was not crossing over to station due to patient was admitted with future date, site was asking how to change that. A technical support specialist gave user training to the customer and advised customer to reach out to their ehr to make that change. The system functioned as intended after the technical support specialist troubleshot the device.